Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.0, 5.1, lab: 1.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.0, 5.1, reference: 1.2, mean: 3.77, confidence limits: 2.2-5.3. Inratio precision data provided by end-user: 1st inr: 5.0, 2nd inr: 5.1, mean: 5.05, sd: 0.07, %cv: 1.40. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. However, repeated inratio test result comparison did meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on (B)(4) 2011 revealed that result comparisons met accuracy criteria. Investigation results for retained strip lot #253023: at least two out of three replicates for both donors are within the allowable bias (+ or - 1.0) for accuracy. No further investigation will be pursued at this time. (B)(4). This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.